Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the report. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Review of the activity logs did not find evidence to support the reported event. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device intermittently froze. Complainant did not indicated that there was any patient involvement in the reported malfunction.